Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received two shocks, the first was successful, however the patient went back into ventricular tachycardia (vt) before the end of this event. It was also noted that this patient has had a few episodes where atp accelerated their rhythm into the ventricular tachycardia (vt) zone. The patient planned to be admitted to the hospital for evaluation. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received that this patient was not admitted to the hospital and the clinic had no knowledge of this event. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received two shocks, the first was successful, however the patient went back into ventricular tachycardia (vt) before the end of this event. It was also noted that this patient has had a few episodes where atp accelerated their rhythm into the ventricular tachycardia (vt) zone. The patient planned to be admitted to the hospital for evaluation. This crt-d remains in service. No additional adverse patient effects were reported.